Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/27/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The evaluation revealed that the retaining nubs were not depressed, suggesting that the fasteners did not make complete complement with the retainers to lock the staple line. This condition has been seen to occur when the device is fired over thick tissue.